Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the stent partially deployed in the patient's arm and was retrieved with a snaring device. No patient complications were reported and the patient was good.